Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Arrythmia, myocardial infarction and death is a known adverse event as listed in the xience v everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that approximately 2.5 years post implantation of 2 xience v stents in the right coronary artery, the patient died at home. An autopsy was not performed. Per death certificate, cause of death was likely fatal cardiac arrhythmia probably due to an acute myocardial infarction. There was no additional information provided.